Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed threshold suspend. Customer stated that his blood glucose was not low however the insulin pump kept alarming. Customer blood glucose was 115 mg/dl and sensor reading was 60 mg/dl. Customer cleared the alarm and would like tips to catch sensor up with the blood glucose. No further information provided.